Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/5/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At 9:51 am, a female live baby was delivered by lateral incision, and the wound was sutured after the placenta was delivered. When using suture to suture the first stitch intradermally, the needle did not penetrate the skin and did not come out. Upon inspection, it was found that the problem of pulling off suture needle happened. Using a needle holder to explore, it was discovered that the needle was hidden in the skin tissue. A new suture was used to suture the wound. At the end of sewing, the problem of pulling off suture needle occurred again when knotting. Re-sew and tie a knot. Prolonged the operation time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (B)(4) is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? No. The following information was requested, but unavailable: please refer to the event description, other information requested is unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.